Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site had booted up the system and it came online. When they walked away and came back, the screen had gone black and the system had shutdown. The site then rebooted the system and everything was fine. There was no patient involved.